Manufacturer narrative:
This correction report is being submitted to inform the event is no longer considered reportable as the patient experienced atrial fibrillation (af) with fast ventricular response around one and a half year, based on this observation the device is operating normally. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from seven to five and a half years, within six months. The power consumption was higher than expected. The patient experienced atrial fibrillation (af) with fast ventricular response around one and a half year, based on this observation the device is operating normally. The plan is to continue to monitor the patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from seven to five and a half years, within six months. The power consumption was higher than expected. The plan is to continue to monitor the patient. This device remains in service. No adverse patient effects were reported.